Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.corrected fields: d10 (remove see h11), e1 (us state).

Manufacturer narrative:
D10 concomitant devices. No information available. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 5 months after a right total knee replacement procedure, the patient underwent a revision procedure to address polyethylene line exchange and lysis of adhesions secondary to arthrofibrosis. Patient experiences pain and discomfort. No further issues or complications were reported. No additional information is available.